Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the hanger assembly of the device was broken. It was also noted that the liquid crystal display (lcd) wires were routed incorrectly over the battery compartment of the device; both wires were pinched, and the white wire was exposed. Analysis also noted that the ventricular output connector of the device was broken. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the hanger clip of the external pulse generator was broken. The external pulse generator has been returned for repair. There was no patient involvement. It was further reported that the returned external pulse generator subsequently tested out of specification during manufacturer's analysis.